Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: migration.

Event description:
Healthcare professional reported "she felt some tearing in the lower aspect of her breasts, she said the shape was weird for a while, but then went back to normal. And then slowly the expanders migrated downward". Device was explanted and it's unknown if it will be returned.